Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an MRI approximately one hour prior to the call. The pump had not logged a motor stall recovery. The MRI was a longer MRI and the pump's flow rate was slow. It was thought that this could be the reason for the slight delay in logging the recovery. Hcp had to repeat the interrogation due to telemetry being incomplete, and then found the motor stall upon repeat interrogation. Hcp was able to re-enter prescription and update successfully, but the motor stall recovery still had not occurred. Hcp planned to wait another 15- 30 minutes and check the logs again. The patient did not experience any symptoms and there was no injury. Hcp reported the wrong pump type was selected to program. The pump was delivering baclofen.

Manufacturer narrative:
Product ID 8840, product type programmer, physician; product ID 8703w, lot # l44105, implanted: (B)(6) 1997, product type catheter. (B)(4).